Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). Baxter healthcare (B)(4). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was unable to disconnect; this was described as ¿the cassette was stuck on the machine¿ and ¿could not breakdown the supplies¿. This was observed during set up for automated peritoneal dialysis therapy. Renal therapy services assisted the home patient with the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.